Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days (B)(6) 2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6) 2023 from 13:26:06 ¿ 13:26:24 and on (B)(6) 2023 from 16:29:25 ¿ 16:29:30. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for additional information regarding the event, however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured no external power events on (B)(6) 2023 and (B)(6) 2023. This was caused by power to the mobile power unit being interrupted. There was no interruption in pump support during these events.